Event description:
It was reported that the pump had been alarming since (B)(6) 2009. The last refill had been in georgia in (B)(6) 2009. The pt did not experience any withdrawal symptoms. It was noted that the pt was in the process of relocating to minnesota. The new physician's office indicated that they had inherited this pt and he had a dry pump and he was not sure how long it had been dry." On (B)(6) 2010, the pump and catheter were replaced. When the physician attempted to disconnect the sutureless connector the metal insert separated from the outer plastic layer. The pt outcome was "recovered without sequela". The pump had been used to deliver baclofen.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.